Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2024 and suture was used. It was reported that two needle suture detached and broke during procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Did any needle piece fall into the patient? Ans: no if yes, 1. Was the needle piece(s) retrieved during the same procedure? Ans: yes 2. Were x-rays taken to locate the needle piece(s)? Ans: no 3. What measures were taken to retrieve the broken piece? Ans: n/a 4. Was there any additional tissue damage as a result of searching for the needle piece? Ans: no 5. If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Ans: n/a 6. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: answered by surgeon the following information was reported: was surgery delayed due to the reported event? No, action taken when event occurred? Hcp change to other competitor brand suture, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences. No, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study. Unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.